Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the unknown pure wick capital and accessories device was not suctioning urine effectively. They have stated that the system was collecting only approximately half of the expected urine volume during use. According to the customer, the device appears to have an issue with insufficient or inconsistent suction, and at times it does not suction at all.